Manufacturer narrative:
Device evaluation: one smiths medical cadd-solis vip ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion sensor seal had a bubble. Review of the event history log showed occurrences of "cassette not attached properly" alarms. The investigation was not able to duplicate the reported issue. The downstream occlusion sensor was replaced as a preventive measure.

Event description:
Information was received indicating that a smiths medical cadd-solis vip ambulatory infusion pump exhibited a cassette not attached error. Per reporter the issue was found during testing and there was no patient involvement.